Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage was observed. Root cause of this failure is attributed to a component failure. No image or video clip for the reported event was available for review. A review of the maryland bipolar forceps instrument log for the instrument (part #: 471172-16 / lot # n11210419-0461) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a benign hysterectomy procedure. There were 2 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis found the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that central processing a maryland bipolar forceps instrument had a frayed cable. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that instrument was inspected during cleaning in sterile processing and noticed a frayed cable.